Manufacturer narrative:
The device was not in clinical use at the time of the reported event. No patient harm or injury was reported.

Manufacturer narrative:
H10 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported the unit had a pressure error code 1109. In the history of this unit, customer replaced the solenoids due to a proximal pressure autozero alarm. The unit was tested and returned back to respiratory dept. The customer stated that the unit ran almost 500 hours with no issues but now the unit has a machine pressure sensor autozero failed, code 1109. The rse asked the customer to verify pin alignment between solenoids and the da pcba. The rse also recommended replacing the machine auto-zero solenoid (sol 2 and sol 4) or da pcba. The customer emailed back and stated, he replaced solenoids 2 and 4. He ran the unit for several hours with no issues. He completed a pm to verify operations and returned the device to service. No other anomaly was reported. H11 b5 - it was reported to philips by a customer that the unit's pressure sensor alarm continues to alarm. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Event description:
It was reported to philips by a customer that the unit's pressure sensor alarm continues to alarm. The customers institutional biomedical engineer (bme) also reported that during patient transport, the v60 ventilator was subjected to an unspecified physical impact which resulted in an inoperative state and premature cessation of therapeutic delivery with no audible or visual alarm noted. The duration of the inoperative state was stated to have lasted approximately 30 seconds, at which point the device was restarted by the user and therapy reinitiated. The device was then removed from clinical use and brought to the bme for further investigation. No patient harm or injury was reported.